Manufacturer narrative:
Beckman coulter customer technical support (cts) remotely assisted the customer to evaluate the dxc 600 pro instrument and identified the failure mode as defective sodium electrodes. Cts advised the customer to replace the sodium electrodes to resolve the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously low sodium (na) patient results on their dxc 600 pro clinical chemistry analyzer. The erroneous patient results were not released out of the laboratory; hence, there was no report of change to treatment, injury, or death associated with this event. The customer verbally stated sodium was running 10-15 points lower than expected. The customer did not provide patient data or demographics.